Event description:
Patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation due to the lead migration. Surgical intervention took place and the leads were explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.